Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas generated alert 76 indicating a bow power malfunction, which persisted after multiple restarts, and the device was replaced with instructions for backup therapy and data sync prior to return. Symptoms included no change in blood glucose levels and no adverse clinical effects. Outcomes included continued diabetes therapy using backup methods and uninterrupted cgm use until the replacement arrived, with no hospitalization or medical intervention required. Investigation included verification of the alert in device history, guided restart attempts, confirmation of shipping and return processes, and education on device shutdown and re-startup. Investigation of this device revealed a persistent device malfunction related to the power subsystem despite standard troubleshooting, consistent with an unresolved alarm condition necessitating device replacement. Investigation of this case revealed a persistent device alarm consistent with a power or communication fault within the device electronics. It was concluded that the cause was an electronic component failure.